Event description:
It was reported that when using the bd pyxis¿ medbank tower user encountered a mismatch error while issuing medication; after scanned the barcode, the system incorrectly indicated that location p (13) was wrong, even though the item was correctly stored in location 09-13. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) instructed user to contact the admin to de-assign the item and reassign it with the correct barcode, or to leave it without a barcode, if necessary, in order to prevent the issue from occurring in future transactions. The system functioned as intended after the technical support specialist investigated the device.